Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, the right ventricular lead exhibited high threshold. It was discovered that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient was stable.